Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Customer was called to the room for blood in the iabp intra aortic balloon pump gas line and instructed rn to place the iabp in standby, which was completed. Upon arrival, the patient vital signs were stable, however a large amount of blood was noted in the iabp catheter. Cardiology and cca cardiac care assistants were already in the room developing a plan to remove the iabp catheter. The patient stated he did not want the iabp to be replaced and the cardiology fellow decided to remove the catheter at the bedside. The iabp remained in standby and the gas line was removed from the pump to allow for passive deflation of the balloon (per instructions from getinge representative, and the catheter was removed by md).